Event description:
It was reported that the patient was experiencing an infection with symptoms of pain and fever. The patient underwent an explant procedure and was administered antibiotics.the patient is doing well post-operatively.

Manufacturer narrative:
Correction to initial MDR in block h6.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7073703. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7073239.

Event description:
It was reported that the patient was experiencing an infection with symptoms of pain and fever. The patient underwent an explant procedure and was administered antibiotics. The patient is doing well post-operatively.